Event description:
The pt complained of heating and burning at his implantable pulse generator while he was charging. He reported that he felt the battery "burning inside him." He discontinued using the stimulator due to the discomfort. He also reported that his report control had trouble communicating with his implant. He called st jude medical to report this problem. The pt had 2 leads and his implantable pulse generator removed on (B)(6) 2012.